Event description:
It was reported that the patient experienced two inappropriate shocks. No further patient complications have been reported as a result of this event. It was further reported that the lead was replaced.

Event description:
It was reported that the patient experienced two inappropriate shocks. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - resistance/impedance increase. Weekly pace measurement log data shows an abrupt increase for min and max v.pace= 632 to 2032 ohms between (B)(6) 2011. Sensing - oversensing 31 - ventricular nst<=210 ms between (B)(6) 2011 17:49:10 and (B)(6) 2011 10:30:46. 6 - vf<=200 ms average v-cycle between (B)(6) 2011 18:26:26 and (B)(6) 2011 13:23:41. Sensing - interference/noise. Ventricular short interval count v-sic=251.6 counts avg/day, in 109 days, between (B)(6) 2011 22:10:21 and (B)(6) 2011 13:09:09.